Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. Multiple requests for additional information were sent to the customer; however, no additional information was provided. No autopsy was performed, and the device was not explanted. No product available for investigation. Sepsis, infection, and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 4 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due hemorrhage and sepsis. Flow dropped with instability. No autopsy was performed and the device was not explanted.